Manufacturer narrative:
The lead terminal pin was inserted back into the header and the setscrews were tightened. Induction testing was performed and acceptable shock impedance measurements were observed. This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement two days post device implant. The patient was seen in clinic. Induction testing was performed at which time, an open circuit fault message was observed. A loose setscrew was suspected. An invasive procedure was performed. The pocket was opened and one of the lead terminal pins came out of the device header. No additional adverse patient effects were reported.